Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a make sure heater bag is on heater tray message in fill 1 of 5. The alarm was unable to be cleared and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. The cycler was returned to the manufacturer for physical evaluation. The patient has received a replacement cycler and is continuing pd therapy using the new cycler without any issues. Additional patient and device information was requested, but was not provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The reported complaint symptom code lf10 ¿ fluid leaking was not confirmed. The reported complaint symptom code lf30 - hb make sure hb is on ht tray and unclamped was confirmed. Encountered lf30 - hb make sure hb is on ht tray. During set up ¿encountered lf30 - hb make sure hb is on ht tray.¿ occurred. The ¿ok¿ button was selected the alarm reoccurred three consecutive times before the treatment was canceled. No fluid leaks in the test cassette during the test treatment. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter will be replaced in production.a simulated treatment was performed and completed on the cycler with no issues noted. The cycler passed the mushroom head check, and the voltage check, and tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.